Event description:
It was reported the patient developed severe (new) pain in her hip and leg post implant. A catheter revision was performed with the spinal segment explanted and a new spinal segment was placed. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information later reported the placement of the catheter was thought to be the cause of the patient¿s new pain. The surgeon removed the original spinal segment of the catheter and replaced it with the new spinal segment. Per the reporter the patient reported improvement in the ¿new¿ pain that she had developed subsequent to original implant.